Event description:
It was reported that upon receipt the head-end left caster was locked and would not move and the pin was found at the bottom of the crate in which the unit was shipped. There was no pt involvement and no adverse consequences were reported.